Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there were air bubbles in the system with multiple cartridges and infusion sets, and that the issue improved when the patient tried another pump. The reporter noted that the patient experienced elevated blood glucose (bg) over 10mmol/l with no signs or symptoms of hyperglycemia. The alleged bg excursion is not considered outside of normal bg range. This complaint is being reported because the alleged air bubble issue remained unresolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016 at 10:33pm. The black box did not show any activity outside normal pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. No air bubbles or errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).